Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection because the controller port 2 connector was found loose from the controller housing.  Additionally, the port 1 connector was loose from the controller housing with the o ring gasket displaced, the o-ring gasket on the serial port was found displaced and the serial port data cap was missing. The most likely root cause of the missing serial port data cap can be attributed to the handling of the device. A possible root cause of the loose connector and displaced o-ring gaskets may be attributed to a shift in the manufacturing process; however, manufacturer is still investigating this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per vad coordinator that the patient came in for an elective controller exchange on (B)(6) 2017 due to loose power port #2 which was starting to come out from the controller housing ((B)(4)). The patient denies any damage to the controller or any alarms/pump off time associated with the loose connector. The site decided to perform an elective controller exchange which the patient tolerated well with minimal pump off time. The patient was issued a new back-up controller ((B)(4)) along with the ac adapter that came with it ((B)(4)). No further information was provided.